Manufacturer narrative:
Analysis of production: ((B)(4)) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: ((B)(4)) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period oct 2019 through sep 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to replicate the reported issue upon power up of the iabp unit. The fse narrowed down the issue to the motor controller board. The fse noted that no traces of saline were identified on the iabp unit and replaced the motor controller board which successfully addressed the issue. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in house training session, the cs300 intra-aortic balloon pump (iabp) displayed an electrical test fails code #51. There was no patient involvement, and no adverse event reported.